Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly.